Event description:
It was further reported that the patient was still having concerns with their device or therapy but was working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that a patient had been getting some stimulation and by the end of the day she felt stimulation was fading out. It was noted that the problem started the weekend prior to the report and on (B)(6) 2014. It ¿did not work at all¿ and it was not the battery in the patient programmer. The patient was scheduled for an appointment with her doctor on (B)(6) 2014. It was reported that the patient had been having problems with her device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3986a, lot# lb9453, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a, lot# lb9452, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).